Event description:
It was reported to philips that the heartstart xl+ defibrillator was charged to selected energy but would not deliver shock during patient resuscitation. The patient passed away.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.